Event description:
It was reported that an alert was received for non-sustained rv oversensing due to far p-wave oversensing. Programming changes were made and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.